Manufacturer narrative:
Patient exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2017 as no event date was reported. MFR site email: (B)(6). Problem code 1184 captures the reportable event of gauge reading inaccurately. Investigation results: a visual examination of the returned complaint device revealed a cracked lens. It was also noticed that there were dried substance on the internal dial and white residue on the bulb and tube. There was also significant rust noted on the outer case of the device. The needed was noted to be stuck at 6 psi. The supplier also indicated that the device was manufactured prior to 2014. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is end of life problem identified since the problems traced to the device reaching the end of its useful life.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump device was used during an achalasia dilatation procedure performed in the colon on an unknown date. According to the complainant, the inflation device was not inflating to the desired pressure well. As there was no other inflation device available, the device was continued to be used. After the dilatation, it was noted that the gauge was not returning to zero. The procedure was completed during this time. There were no reported patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the serial/lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump device was used during an achalasia dilatation procedure performed in the colon on an unknown date. According to the complainant, the inflation device was not inflating to the desired pressure well. As there was no other inflation device available, the device was continued to be used. After the dilatation, it was noted that the gauge was not returning to zero. The procedure was completed during this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.